Manufacturer narrative:
The pt remains ongoing on lvad support at this time. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt developed a driveline infection. The pt underwent wound debridement. The pt was discharged from the hosp and is currently on IV antibiotics while at home. No other info is available at this time.